Manufacturer narrative:
H.6. Investigation summary: no DHR review can be carried out as lot number is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10

Event description:
It was reported that bd micro fine plus¿ insulin pen needle is easily bent and the drug was hard to come out. This was discovered during use. The following information was provided by the initial reporter: the patient changed from 31g to 32g. S/he complained about drug became hard to come out and the needles are easy to bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle is easily bent and the drug was hard to come out. This was discovered during use. The following information was provided by the initial reporter: the patient changed from 31g to 32g. S/he complained about drug became hard to come out and the needles are easy to bent.